Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in clinic for a scheduled visit. The right ventricular lead exhibited high impedance and high capture threshold. In 2016 the lead impedance was high in bipolar mode and was reprogrammed to unipolar mode. Since then the lead impedance and capture threshold have been steadily rising. Lead replacement surgery was discussed. Patient was stable. No further information was provided.